Manufacturer narrative:
It was reported that the operating table head section is dropping under load and does not lock in position. The local stryker technician investigated the complaint and determined the cause to be the gas strut which allows the head section to hold position under a load, as well as lock into position. The gas strut was replaced and the head section was returned to usage. There was no patient injury and adverse event reported.

Event description:
It was reported that the operating table head section allegedly drops under load and does not lock in position. There was no injury or adverse consequence reported.